Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and was informed that the system cannot boot up. The rse has sent quote for onsite service however customer did not approve the quotation. As a result, no service has been carried out by philips. There has been no additional information received to date. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.